Event description:
Upon inserting the suspect medical device into the pt's soft tissue for injection, the needle broke and became stuck in the pt's gingival soft tissue. The needle was retrieved from the soft tissue without complication by an oral surgeon.